Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 during which the surgeon noted he encountered and opened the hernia to find the previously placed mesh attached to it. The mesh was unable to be pulled apart from the omentum. The same area has adhesions extending from the small intestine to the abdominal wall, which required dissection. Once those tasks were accomplished, the mesh was excised completely with a piece of omentum. It was reported that the patient experienced pain, difficulty lifting heavy objects, constipation, inability to sit or stand too long, bloated stomach, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.